Event description:
Allegedly the patient is experiencing unknown mom complications. Left new information was received (02/14/2017): previously she was a dynasty unknown hip non-revision claim. We have updated her to a dynasty left hip revision claim. Her implant date is (B)(6) 2010 and her revision date is (B)(6) 2016.